Event description:
It was reported that a patient presented for routine testing and was noted to have passed out. The testing was stopped, and the patient reported no further symptoms. No further intervention or adverse patient consequences were reported.